Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician successfully placed the first leg assembly. During placement of the second leg assembly, the physician encountered some resistance. As the physician was pulling on the second leg assembly with a hemostat to place it through the patient's sacrospinous ligament, the suture, with the needle at the end, detached. Reportedly, the detached suture, with the needle at the end, did not fall loose inside the patient. The physician removed the uphold device from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).